Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a warning power on reset and therapy had stopped due to the power on reset. The patient was charging at the time and was able to bypass the power on reset and charge the implant. The code could not be cleared and the patient was directed to follow-up with a healthcare provider to have the device interrogated. The indication for use was spinal pain.